Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, accumesh positioning device for mesh seemed to fail. No harm to patient. A replacement device used. There was no patient injury.